Event description:
The nurse assisting a (B)(6) male pt contacted zoll lifecor customer support to report the charger was unable to charge the pt's battery pack. The pt was provided with a replacement battery.

Manufacturer narrative:
Device eval summary: device eval of battery pack (B)(4) has been completed. The reported problem (battery unable to charge) has been confirmed. As received, the battery pack had an output voltage of 1.76 volts and would not recharge. The root cause of the battery not charging properly is still under investigation. A supplemental report will be sent upon completion of the device eval. No adverse event resulted from the defective battery pack. The pt was provided with a replacement battery pack.